Event description:
The customer reported the ventilator would not boot up. The customer reported the device sensor pcba board had components which were observed illuminated which may indicate a failure of the +5 volt signal. Failure of the +5 volt supply may result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device is out of warranty, the customer requested information on manufacturers service but has not requested service to date.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.